Event description:
According to the reporter, the device did not completely cut. The green indicator was hardly visible. The patient received a temporary colostomy. Sex: male. Procedure: lap anterior resection sigmoid colon.